Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. [Mw5082366.pdf].

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction. It was reported that the device was placed on (B)(6) 2018. The patient was evaluated by their surgeon and complained of poor urinary control and pain. The device had malfunctioned and was removed. No further complications were reported or anticipated.